Event description:
Per attorney's report: pt had a modified composix kugel mesh implanted. Attorney alleges unspecified bodily injuries, pain and suffering, and defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. No conclusion can be drawn at this time.